Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an event occurred which resulted in a stationary treatment and and additional one will be necessary. No further information provided by the customer. On 26-apr-2023 update dw: further information were provided that the revision surgery was necessary due to an aseptic loosening of the glenoid component with a loss of bone substance. Prosthesis removal and glenoid augmentation with allograft was performed.

Event description:
Further information was provided that a second surgery was performed on (B)(6) 2023 with an implantation of an inverse shoulder total prosthesis. It was further reported that the customer will return the affected devices end of august 2023.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The reported failure is most likely due to a patient-specific event, particularly the loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed, and/or tissue reaction to the implant. The complaint was confirmed based on the attached pictures and the received devices. Due to the biohazard condition, they were unable to be physically and visually evaluated.